Manufacturer narrative:
The impella rp was returned for analysis. The data logs from the case were not. The deformation of the rp was most likely created by the force exerted by the physician in the attempted placement of the rp. The force was due to the difficult insertion into the vasculature and over the guidewire, which had slack. The root cause for the rp pump separation was force applied to the outflow cage struts and welds during the difficult delivery. The failure mode will be monitored and trended.

Event description:
An (B)(6) year old male was having coronary artery bypass surgery, and had decompensated when he was taken off surgical bypass. The patient's right ventricle was failing, and so the team placed with difficulty a swan and then attempted to insert the impella rp. The team attempted multiple times and in different orientations to place the rp. Upon removal of the rp, to try placement of a new rp catheter, the team noted the rp had become fractured. The team snared the part of the rp that had detached. After removal of the fractured rp, a new rp catheter was placed successfully via the same access at the right femoral vein.